Event description:
A customer indicated that there was a fluid leak (30ml) at the bottom left side of the coulter lh 750 hematology instrument which appeared clear in color near the source of the leak, but greenish on the counter and floor. The leak was cleaned up per laboratory protocol for biohazard spills. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was available for review. There is an exposure/risk management plan available at the facility. There was no impact to patient results or slides. There was no death, injury or an effect to patient treatment. The customer technical specialist (cts) assisted the customer in pinpointing the source of the leak to a gray pinch valve at vl114, associated with the line to the slide maker. The slidemaker was disabled earlier in the day due to front detector (fd2) errors.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse indicated there was a leak in the tubing through vl114. The fse replaced the tubing through vl114 and verified the operation of the instrument by running a start-up, latron and qc. Tubing at vl114 runs from the needle of the lh750 instrument to the t-fitting (ft) of the slidemaker. This tubing may contain blood and diluent during normal operation, and cleaner during shutdown. Failure mode for the leak is the tubing through the vl114. (B)(4).